Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead exhibited varying p-wave amplitudes. After several attempts to implant the ra lead, the helix would no longer extend. The ra lead was removed and replaced. The patient was in stable condition throughout.

Manufacturer narrative:
The reported events of low p-wave amplitudes, failure to sense and helix mechanism issue were confirmed. Final analysis found that as received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. X-ray inspection found overtorque of the inner coil at the connector region consistent with procedural damage and examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. After cleaning the helix and cutting the lead, the helix can be extended and retracted by applying torque directly at the inner coil. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to blood or tissue in the helix region and overtorqued of the inner coil. Electrical testing did not find any indication of conductor fractures. Electrical testing found internal shorting due to overtorquing the inner coil inside the connector region which caused the reported events of low p-wave amplitudes and failure to sense. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.